Manufacturer narrative:
(B)(4). Photographs provided by the customer illustrated evidence of burn spots on the board. Additionally, prism systems integration engineers performed a visual inspection of the returned board. The inspection showed that a capacitor had failed. The photos included in their review show evidence of burn spots related to the failed capacitor. This appears to be the most likely cause of the board failure. Evaluation of the capacitor specifications determined it was the correct type for the application. A malfunction was identified as the abbott prism transport interface pcb failed and subsequent part replacement resolved the issue, which reasonably suggests the part did not perform per specification. A review of product labeling was performed and was found to sufficiently address hazards with respect to this event. Additionally, the abbott prism system service and support manual was found to provide adequate instruction for use of the abbott prism transport interface pcb. A product deficiency was not identified as review of historical complaint data for the product did not identify increased complaint activity related to the complaint issue. No additional complaints were found for the complaint issue.

Event description:
The customer observed a transport timeout error on the prism analyzer, serial number (B)(4). Service was dispatched to resolve the issue. Service identified damage on the transport interface printed circuit board (pcb). Both sides of the board showed burn marks. No smoke or fire was observed. No injury occurred.